Event description:
It was reported that the vns was causing the patient pain and was protruding. It was stated that both the patient and patient's mother wanted the vns removed immediately. It was stated that the patient was not currently seeing a neurologist, but the pcp was to refer the patient to a surgeon that the patient's family knew. No relevant surgical intervention is known to have occurred to date. No additional relevant information has been received to date.